Manufacturer narrative:
According to the nurse, the patient was treated with a hydrosorb (plate hydrogel) dressing, covered with allevyn adhesive and tegaderm as a secondary dressing for 7 days. Due to worsening of the clinical picture of the patient (fever and pain), the physician decided to use polymen silver (silver impregnated foam) and saf-gel covered with allevyn adhesive and tegaderm as a secondary dressing. The ge healthcare field engineer was on site and evaluated the device. Based on the testing performed, the incident appears to be the result of the coupling with intended high power radiofrequency (rf) energy. All reviewed data indicate the rf related safety mitigations (rf amplifier output and redundant power monitors) were functioning normally at the time. The customer indicated the patient was properly padded and positioned for the exam, and that they were following the recommended safety guidelines and precautions in the operator manual. The information reviewed did not indicate there was any system malfunction that may have contributed to this incident. No further actions are planned at this time.

Event description:
It was reported that a patient sustained an 8 cm deep red, partial thickness burn on the left elbow after an exam using a ge signa excite 1.5t mr system. The patient was positoned supine, with arms at side.